Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. A visual and functional assessment was performed which determined that the gauge would not inset smoothly ¿ failed check saw quick coupling assessment. During service/repair, it was determined that the saw head and oscillating coupling became very hot and were worn. It was further determined that the gear box was corroded and was not running smoothly. It was observed that the locking mechanism was stiff/stuck and the moving parts did not move smoothly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery reciprocator device failed step #40 gauge would not insert smoothly. It was further reported that the saw head became very hot while running. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.